Manufacturer narrative:
The returned valve was not patent and did not meet the requirements for leak testing. The device also did not meet the requirements for siphon, reflux, pressure-flow and pre-implantation testing as the valve was not adjustable. A large amount of proteinaceous debris was noted in the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve and affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery due to hydrocephalus on (B)(6) 2016. According to the report, the rate of flow through the device was found to be slow intraoperatively. The report stated the doctor replaced the device with a new device. Reportedly, there was no injury to the patient and the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.